Manufacturer narrative:
This report is submitted on july 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (tesla strength and date not reported). Following the MRI, the patient experienced patient experienced pain and a blister at the magnet site. Subsequently, the patient underwent magnet revision surgery (date not confirmed) and during this procedure, the magnet was replaced.